Event description:
On (B)(6) 2023, it was reported that the patient had experienced a burn on the tummy tuck scar.

Manufacturer narrative:
On (B)(6) 2023: sciton rn spoke with (B)(6) regarding the patient. It was reported that: (a) the provider was utilizing the 6mm single spot handpiece to treat a tummy tuck scar. (B) the settings utilized were 70j/cm2, 30ms, 10 deg c. 2 passes were performed on the area. (C) patient was a (B)(6) 3. Gel and chiller were utilized on the patient. Date of service was (B)(6) 2023. (D) the patient came in on (B)(6) and the area appeared burned and blisters were apparent. (E) the provider prescribed saline and bacitracin. (F) the patient reported pain and drainage, therefore, keflex 500mg tid for a week was prescribed. (G) the patient came to the clinic on (B)(6) 23 and the abdominal incision was scabbed and still sloughing. The providers instructed him to keep the area clean with saline and apply bacitracin. The patient is scheduled for a follow up appointment on (B)(6) 2023. Sciton rn reproted that sciton service has visited clinic on (B)(6) 2023. Fse stated that "powers were right on. Arm runout was out of spec. (Did not contribute to burn) arm is on order." (B)(6) 2023: sciton rn left a vm for (B)(6) regarding the reported clinical event. She had not received photos of the patient and asked for photos to be sent over. (B)(6) 2023: sciton rn called the office and they stated that (B)(6) would be on vacation until next thursday. She told the manager that she would be happy to talk to (B)(6) who was in the or all day. Sciton rn received the email addresses for 3 of the rns. She emailed them to ask for photography and to ask if she can be of any further assistance. (B)(6) 2023: sciton rn called the office and spoke to (B)(6) who suggested to email (B)(6). Sciton rn sent an email to (B)(6). (B)(6) 2023: sciton rn spoke with megan who stated that the patient is healing well. Sciton rn asked her for photography of the patient, but dr. (B)(6) is not in the office, therefore, she will have to check with him on monday. Sciton rn stated that she would need these to further assess the situation and provide guidance. (B)(6) is going to reach back out to sciton rn early next week. (B)(6) stated that service came out last week and they needed to replace a handpiece, but it was not the 6mm ss. (B)(6) 2023: sciton rn called (B)(6) who stated that the patient is doing well and is on no medication. Sciton rn asked (B)(6) if she had checked with dr. (B)(6) regarding photos and she stated that the provider said no to sending photos.